Manufacturer narrative:
Section d4, h4: additional information. Investigation summary: the evaluation of heartmate ii lvas, serial number (B)(6), confirmed internal driveline (dl) wire damage that could have contributed to the reported event. Approximately 16¿ of the patient¿s original driveline was replaced on (B)(6) 2019 . Additional segments of every wire but the brown wire were also returned ¿ approximately 2¿ of the green wire, 1.5¿ of the yellow and red wires, 2.25¿ of the orange wire, and 1.25¿ of the black wire. These segments were examined under a microscope and no mechanical damage was observed. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient later underwent a pump exchange on (B)(6) 2019 and (B)(6) was returned assembled with the driveline (dl) cut approximately 12¿ from the pump housing. The distal end of the dl was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was severed at the flex section and returned detached from the pump¿s inlet port. The apical sewing ring was returned detached. The outflow graft and outflow graft bend relief were severed approximately 1¿ from their hardware and each returned detached from the outflow elbow. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Evaluation of the pump¿s blood contacting surfaces upon disassembly also revealed no evidence of developed depositions or thrombus formations. The silicone jacket of this pump-end segment of dl was removed and the clear bionate layer was unremarkable. Minor shield breakdown was observed approximately 8-9.5¿ from the pump housing. Electrical continuity revealed that the black wire failed to conduct within acceptable resistance range. The remainder of wires passed electrical continuity testing. The bionate and metal braided shield were removed to examine the underlying wires. Visual examination of this pump-end segment of driveline revealed a breach to the insulation of the black wire, approximately 8.25¿ from the pump housing. The black wire was lightly pulled in an attempt to identify an area of conductor breakdown. The wire completely severed at the area of insulation breakdown, suggesting that the conductors had already begun to break down while (B)(6) was supporting the patient. Further examination of the pump-end segment of driveline revealed a breach to the insulation of the orange wire approximately 8¿ from the pump housing. The black wire redundantly supports motor phase 2, and the orange wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. The damage was then bypassed and the remainder of the driveline was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. The conductor breakdown that was observed on the black wire would have caused the driveline fault alarms that were confirmed through the analysis of the submitted log files. It should be noted that the insulation breaches on the black and orange wires could have also caused a short to ground or a phase-to-phase short; however, the pump speed remained above the low speed limit for the duration of the submitted log files. No low speed events or pump stops were observed.

Manufacturer narrative:
Approximate age of device ¿ 5 years 4 months 9 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2014. It was reported that during the analysis of the log files, the reported driveline faults were confirmed. Due to the confirmed driveline faults, a driveline repair was scheduled for (B)(6) "20109". During the driveline repair tech services discovered a black conductor that was open. After the repair the patient was tethered on a grounded patient cable without issue. The patient received a pump exchange on (B)(6) 2019, the pump will be returned for evaluation.